Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this right ventricular lead displayed increased threshold measurements. In addition, sensing and impedance measurements decreased and loss of capture was observed. An x-ray revealed this lead had dislodged and was located in the pericardium. A revision procedure was performed. This lead was successfully repositioned. Acceptable measurements were observed post procedure. No adverse patient effects were reported.